Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the biopsy needle would not extend out of the sheath/retract after two passes. The biopsy needle was stuck in the sheath. The diagnostic procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The biopsy needle instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of needle extension to be related to the customer reported complaint. The biopsy needle was found to have a needle extension failure. The needle would not extend out of the distal tip for all positions 1-3. The distal tip was submerged in warm water for a few minutes and after multiple attempts, the needle was still unable to extend for all positions 1-3 off the system. No damage to the ratchet indicator and handle was observed. Additional observations not reported by site were also identified: the biopsy needle was found to have a broken needle. In an attempt to extend the needle, more force than normal was applied. The handle was pushed passed position 2 and a broken needle was observed. The broken piece was not returned. The size of the broken piece was unknown. The complaint regarding would not extend was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The biopsy needle was unable to be extended upon multiple attempted jabs. The biopsy needle was soaked in warm water for 3 minutes. After soaking, the needle was still unable to be extended. The sheath was observed to be nicked near the heat affected zone, approximately 5mm from the distal tip. The needle assembly was disassembled. High friction was observed between the needle shaft and the sheath, when attempting to remove the needle shaft from the sheath. The biopsy needle extension failure is likely related to the friction between the needle sheath and shaft materials. The sheath was observed to be nicked approximately 10mm from the flared end. The biopsy needle shaft was observed to be kinked near the hypotube bond. It is likely that excessive friction between the sheath and needle shaft led to excessive force being required in an attempt to extend the needle, leading to the kinked needle shaft. No damage was observed at the needle tip and no pieces were observed to be missing. In an attempt to extend the needle, more force than normal was applied. The handle was pushed past position 2 and a broken needle was observed. The broken piece was not returned. The size of the broken piece was unknown. It appeared that the needle stylet rather than the tip of the shaft is what was forcibly pushed out far enough to be observed at the distal tip of the needle.

Event description:
Refer to h10/h11 for follow-up information.